Event description:
It was reported that the patient came in after seeing their dentist for a broken implant at tooth site #29. The implant was removed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.